Event description:
It was reported that post a coronary artery stenting procedure, in-stent restenosis occurred. The lesion location is unknown. The implant date of the unspecified taxus express2 paclitaxel-eluting coronary stent system is also unknown. Post procedure in-stent restenosis occurred. The lesion was treated with a cutting balloon and angioplasty. No patient injuries or complications were reported. The patient's status was reported as "good."

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).